Event description:
It was reported that pump experienced malfunction during software update and would not turn off or reset despite attempts to use different power outlets. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement pump.